Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cutting tool was sticking at the end of the cannula and excessive force was needed to get it to come out of the end of the cannula. No harm or injury to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period march-2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105 /213/67) enter investigation the device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 04/13/2022. A visual inspection was conducted. The harvesting device was returned inside the cannula. Signs of clinical use and evidence of blood was observed on the intact c-ring as well as on the harvesting device. There were no visual defects observed on the c-ring or the harvesting device. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula until it snapped into place with no visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.